Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The father states the left hand brake is broken on his daughter's chair.